Event description:
It was reported that a patient experienced a cardiac tamponade, pericardial effusion and arrhythmia. A versacross access solution was selected for use for a atrial tachycardia ablation. The transseptal access was completed with no reported allegations. During an atrial tachycardia ablation procedure, the physician began by isolating the pulmonary veins using farawave catheter, which was completed successfully; however, patient was experiencing arrhythmia that was changing while being mapped. As the patient was transitioning back to the right side, an effusion was discovered behind the right ventricle, 30 minutes after the procedure started, prompting the physician and an assisting cardiologist to perform pericardiocentesis and drain the fluid, with the patient expected to make a full recovery. The physician attributed the effusion to a non-boston scientific sheath rather than the farawave catheter, noting no resistance during catheter manipulation. At the time of discovery, the farawave catheter remained in the left atrium, while competitor hra (high right atrium), rv (right ventricle), and the catheters were in the right atrium and ventricle, and a non-boston scientific ice catheter was in the left atrium. The effusion, located posterior to the right ventricle, was identified a few minutes post ablation, though imaging was not provided. The patient was admitted to the intensive care unit (ICU) for monitoring, with their hospital stay extended due to the complication. The perforation was located posterior to the right ventricle. Versa cross access solution was used with a non-boston scientific sheath.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If further information is received, a supplemental report will be submitted.